Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4)- vista nova study, patient site ID: site ID- (B)(6). It. Was reported that on (B)(6) 2026, an unknown size navitor valve was chosen for implant. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The activated clotting levels were 150s, 278s and heparin was given. During procedure, the valve partially re-sheathed 3 times due to implant too high. After the implant, a post-implant balloon valvuloplasty was done with a 26mm non-abbott balloon due to moderate perivalvular leak (pvl). On (B)(6) 2026, the had delirium and medications were given to patient. The patient also had chronic obstructive pulmonary disease (copd) and oxygen therapy was provided.